Event description:
The co recently became aware of a death of a pt who reportedly sustained anoxic brain injury due to hypoxia during arthroscopic shoulder surgery. A report attached to the civil amended complaint indicates that a pt was admitted to surgery center in 2000 for a scheduled operation on the left shoulder. The pt was taken into the operating room and induced smoothly under general anesthesia with an lma at 15:10 hours. After induction, the pt was turned onto right side for a posterior approach to the left shoulder. The arthroscopic evaluation began at approx 15:20. At 15:46, while still undergoing the surgical procedure, the pt was n0ted by the anesthesiologist to have developed widened qrs complexes. The surgery drapes were removed and the pt was found to be cyanotic and pulseless. The patient was turned supine and cardiopulmonary resuscitation begun. The pt was intubated and placed on a ventilator. After the use of advanced cardiac life support drugs in the resuscitation process, and after the pt was cardioverted three times, the heart rate converted to a normal sinus rhythm. The process took about fifteen minutes from beginning of resuscitation to restoration of a good heart rate. The pt was transferred from the surgery center to the intensive care unit at the medical center. The pt remained at the medical center until pt was determined to be brain dead seven days later. The pt was given a final apnea test, taken off the respirator, and pronounced dead 7 days following surgery. The anesthesiologist on the case was contacted in order to find out any clinical info. Although the physician could not discuss the case details, dr did state that "in no way was it lma-related". The anesthesiologist did not provide any add'l clinical details.